Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin flow block alarm. The customer's blood glucose value was 11 mmol/l. The customer already changed site, infusion set and reservoir but kept getting insulin flow block. The customer had not tries different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies and did not want to troubleshoot. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No unexpected insulin flow blocked alarm.